Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The air gas module was found faulty and needed to be replaced. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The received test logs confirm that the ventilator failed pre-use check on the given event date. The replaced air gas module was discarded by the custormer and not returned for our investigation. Therefore further investigation was not possible and the root cause for the defective air gas module could not been identified.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).